Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify failed battery test alarm due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was blank and a failed battery alarm occurred. Blood glucose level at the time of the incident was 203 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.